Event description:
It was reported that a malfunction alarm occurred multiple times. Customer's blood glucose level was 114mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.